Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The instrument did not have damaged cables. Annex g was updated to reflect the failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.